Event description:
The patient was hospitalized. Because of the hospitalization, the patient missed the pump refill on (B)(6) 2012. The patient experienced withdrawal. Drug delivered via the device was baclofen.the hcp was troubleshooting the issue. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2010 (B)(6), expalnted: unk.

Manufacturer narrative:
(B)(4).

Event description:
The patient was hospitalized due to a sacral ulcer. The patient felt like she had become increasingly somnolent and believed the hcps were not addressing her symptoms very well; she left that hospital against medical advice. It was noted the patient experienced no withdrawal symptoms associated with the pump, but the patient had an anxiety attack and was taking anxiety medication. The patient went to another hospital near her home town on (B)(6) 2012 for further testing. The patient had some shortness of breath and felt extremely sleepy at times, to the point she "cannot even help herself falling asleep". On (B)(6) 2012, the patient reported to the hcp an episode of sleepiness that morning. The patient indicated it was hard to walk. The patient was taking oral baclofen 40 mg three times daily as needed; the patient had "a couple" doses of this medication. The intrathecal pump was programmed to deliver 990 mcg/day. The concentration of gablofen was 2000 mcg/ml. Of note, the patient was receiving intravenous antibiotics. The patient had some increased spasms and was requesting the pump dose to be increased. At the time of the hcp assessment, the patient was alert, awake, and answered all questions appropriately. The spasticity did not seem severe and there were no specific spasms noted by the hcp when the patient was examined. The pump was palpated and interrogated and the logs were reviewed by the hcp; the pump appeared to be working well. The hcp wanted to rule out problems with the pump with regard to possible infection which may have "cross contaminated" from the patient's wound and osteomyelitis. The hcp attempted to access the pump on (B)(6) 2012, but experienced difficulty. The hcp attempted several times to access the side port but unable to withdraw fluid; the hcp noted it was difficult to ensure they were properly in the port. Because of this, fluoroscopic guidance was utilized to access the side port. Two mls were aspirated initially, and then 10 mls aspirated to send to the lab for testing. It was noted the fluid was easily withdrawn. The pump dose remained the same. A priming bolus of the catheter volume only was performed. It was noted the reservoir volume was 10.3 mls per the pump readout on (B)(6) 2012. The pump refill date was unchanged, and remained at (B)(6) 2012. On (B)(6) 2012, the hcp noted that csf infection was not likely as the csf lab work was negative. On (B)(6) 2012, the patient "felt good again" with regard to the somnolence she experienced earlier. It was noted the patient's withdrawal symptoms fully resolved and the patient was receiving effective drug therapy.

Manufacturer narrative:
(B)(4).